Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that she had been hospitalized in intensive care due to a blood glucose level of 585 mg/dl. Blood glucose level at the time of the call was 222 mg/dl. The customer reported that she was in a state of diabetic ketoacidosis. Customer reported that the doctor checked her boluses and they were fine, so she needed to verify that the device was working properly. Troubleshooting did not show any malfunction of the insulin pump. The customer was sent a tubing clamp so troubleshooting could be completed. The insulin pump was not replaced or returned for analysis.